Event description:
The customer reported that the second display on this central nurse's station (cns) went black and is no longer powering on. There was no patient injury reported.

Manufacturer narrative:
The customer reported that the second display on this central nurse's station (cns) went black and is no longer powering on. Technical support (ts) had the customer swap the video cables from both monitors while both are still connected so it still format correctly. The customer accessed the menu settings then went to monitor bed settings to have them all display onto the one working monitor. The customer later reported being unable to view all the data on the tile. Ts informed the customer that it could be that all tiles are now showing on one display causing the tiles to compress and not display all waveforms as previously. Ts checked the parameter priority and all waves displayed for the beds. The customer then stated that waves were not showing in full disclosure. Ts had the customer shut down the cns then power it back on to resolve this issue. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.